Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information was requested but the complainant was only able to provide the product name. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports upon receiving two boxes of product in which the opening did not appear even. End user states "half of these are on the edge". No photo was provided as the two boxes were discarded.